Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the returned battery cap was found to be undamaged and able to properly secure to the pump. During investigation, pump fails to power on. The pump's cover was removed, and moisture was observed in the display. There was a crack in the battery compartment and pump leaks at the battery compartment. Moisture damage found on the pump circuit board. There was no power to the pump due to moisture damage.